Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the hypotension cannot be determined. However, hypotension is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report drop in blood pressure, requiring intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4, pressure gradient of 1 mmhg, prolapsed anterior leaflet, and prolapsed posterior leaflet. Two mitraclip xtw devices were implanted. A mitraclip xt was then placed on the valve, but prior to deployment, the gradient was 5mmhg. The xt was implanted. Following deployment, the pressure gradient remained at 5mmhg. The patient¿s pressure started dropping for 10 minutes. To stabilize the blood pressure, a balloon pump was placed. The blood pressure became stabilized. The procedure was completed with three clips implanted. The mr was reduced to grade 1. There was no clinically significant delay in the procedure. No additional information was provided.